Event description:
It was reported that there was no further issue after the mpu replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect to power alarms was unable to be confirmed. There were no log files, photos, or additional documents submitted for review. The heartmate mobile power unit (mpu) (s/n: (B)(6)) was not returned for analysis. Provided information stated that the mpu was replaced and there have been no further issues. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including all mpu alarms. The heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. D) section 6 - ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu and the patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient attempted to connect to their mobile power unit (mpu), but they received a message to connect to power. The patient was plugged into the wall and the locking cable was connected. The patient admitted that they have not been using the mpu and sleeping on batteries. The mpu was replaced. No equipment will be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.